Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead has a possible fracture of the pace/sense portion of the lead as evidenced by high pacing impedance. The lead was programmed off and remains in place. No patient complications have been reported as a result of this event.